Event description:
It was reported that the insulin pump had crack on the liquid crystal display due to it was dropped during normal use. Customer reported broken belt clip. Troubleshooting was done. Customer's blood glucose was 88 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. Customer rejected the insulin pump and stated the insulin pump was working and she prefers to monitor it. She stated she will review it with the nurse next week. The customer was advised to revert to back up plan if needed and to call help line for further issues. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.